Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a dislodgement presented. The dislodgement was confirmed via xrays and device testing. No additional adverse patient effects were reported.